Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal 2000.0 mcg/ml at 553.8 mcg/day. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 553 .8mcg/day via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient's pump was replaced due to the end of the battery life. It was reported that the device was used with/in the patient and the intended use of the device was treatment. There was no patient death reported. The reason for the device removal was that the battery was depleted. No further complications were anticipated/reported.

Manufacturer narrative:
Analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump's elective replacement indicator was at 20 months on (B)(4) 2017. It was reported that the pump was replaced. The patient's weight was reported as (B)(6). No further complications were anticipated/reported.